Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device was leaking during prep. A new unknown device was retrieved and used. Successful hemostasis was achieved. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The physician was prepping the mynx control device and while checking the balloon integrity, dripping was noticed by the balloon, and it was perceived to be leaky. The physician was trained to the device. The device was not used in a patient. The device was not returned for analysis. A product history record (phr) review of lot f2305904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure/leaking noted during prep of the balloon. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure during preparation of the device. Neither the phr review nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device was leaking during prep. A new unknown device was retrieved and used. Successful hemostasis was achieved. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The physician was prepping the mynx control device and while checking the balloon integrity, dripping was noticed by the balloon, and it was perceived to be leaky. The physician was trained to the device. The device was not used in a patient. The device will not be returned for evaluation.